Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during third inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.